Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, the imaging window was detached near the lap joint section, and the guidewire exit port was lifted, but the distal section of the tip was in good condition. Impedance testing revealed no electrical issues with the device. Functional testing on a test guidewire that was inserted revealed no indication of resistance in tracking the guidewire into the catheter. Media returned by the customer was inspected and showed evidence of image loss. Based on the evidence, the as reported code of difficult to cross lesion is confirmed.

Event description:
Reportable based on device analysis completed on 09 may 2024. It was reported that a catheter issue occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached near the lap joint section.